Manufacturer narrative:
Device passed the displacement test and self test. No keypad anomalies noted during testing. Keypad unresponsive/button error alarm not confirmed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had stuck buttons alarm. Customer¿s blood glucose level was 303 mg/dl. Customer reported that they did not press any button down for 3 minute or longer. Customer reported that they were not able to clear the alarm. The customer was advised to discontinued the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.